Manufacturer narrative:
Other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving intrathecal lioresal (concentration: 2000 mcg/ml; dose: 200 to 530 mcg/day; lot number: unknown) via an implantable infusion pump. The pump's indications for use were intractable spasticity and cerebral palsy. Additional patient history includes spastic quadriplegia. The other medications that the patient was taking at the time of the event were unable to be obtained. The patient had a spine fusion surgery a month before the report. The patient had a loss of therapy efficacy/loss of effect with dose increasing from 200 to 530 mcg/day over the last month. A catheter access port (cap) dye study was performed and this showed little/slow/no flow of cerebrospinal fluid (csf). An x-ray was taken with normal results. A single bolus was given without effect. Exploration showed that the catheter had "some kink" in the pocket, 6 cm from the sutureless connector. On (B)(6) 2016, the catheter was partially explanted and the explanted segment was discarded by the customer; a new connector was placed and csf flow was confirmed through the cap. At the time of the report, the patient was alive with no injury and it was unknown whether the issue had resolved. The event date provided is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, lot#, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient had a 2-6 month period of loss of intrathecal baclofen effect and no withdrawal symptoms. X-ray was normal. Patient went to operating room for exploration of catheter and pump replacement. No cerebrospinal fluid (csf) at pump connector was shown. Spine incision opened. No csf flow noted initially. When catheter anchor was removed from the back and catheter straightened out there was good flow. A kink was noted 1/2 cm distal from the anchor. A new catheter was placed. Catheters were explanted and customer refused to return. Patient had medical history of t3 to sacrum spine fusion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.